Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected motor error alarm noted. No unexpected vibrating anomaly noted during testing. The insulin pump passed the self-test. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported that the insulin pump was not working correctly. Customer stated that all of a sudden the insulin pump started vibrating, was alarming motor error and had multiple no delivery alarms. Customer stated that his blood glucose was 125 mg/dl at the time. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.